Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated. The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. The device had declared elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. The device was explanted and successfully replaced. No adverse patient effects were reported.